Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error 34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmed using system logs and replicated during inspection. The unit was tested on system, and c-34/c-00 error was present on startup. Additional c-00 error was found in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The probable root cause could not be determined. However, the errors c-00 and c-34 could likely be due to an operational problem due to a component failure within the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a c-34 error occurred against the integrated electrosurgical unit (iesu) or erbe. A power cycle did not resolve the issue. The customer continued the surgery using an external generator. There were no reports of patient injury, and the procedure was completed as planned.